Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and was unable to replicate the reported issue. He was able to verify the reported issue through a review of the electronic patient records. As a precaution the power pcb assembly, battery power cable assembly, contact pcb/power pcb cable assembly and the battery wire harness will be replaced. Proper device operation will be observed through functional and performance testing. The device will subsequently be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device experienced an unexpected shutdown while monitoring a patient. One battery was full at the time and one was empty. The device was prompting replace battery 2. When trying to reboot the device, the display flashed and the device shutdown again. At this point, battery 2 was changed and the device was used throughout the remainder of the event without any issues. The patient was a (B)(6) male, who weight approximately (B)(6) kilograms. The patient outcome was not known. The patient was provide with manual cardiopulmonary resuscitation (CPR) until the he reached the hospital.